Event description:
The following was reported to hamiton medical ag: ventilator alarmed " external flow sensor failed" rinse flow tank leaks. Proximal test doesn´t pass. No patient harm or consequences.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective pressure sensor assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Manufacturer narrative:
Pressure sensor assembly was replaced. Problem has been fixed and hamilton-c1 and it works as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator alarmed " external flow sensor failed" rinse flow tank leaks. Proximal test doesn´t pass. No patient harm or consequences.